Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited oversensing of tachycardia and noise and detected false atrial fibrillation episode. The device is still in use. No patient complications have been reported as a result of this event.